Manufacturer narrative:
The following field had been updated with additional information: h6. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 29-nov-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer was failed and not detected on bus. A field service engineer worked with the customer over the phone and requested that they return to the station and leave it powered off for 5 to 10 minutes to allow it to reset. Proceeded to power down the station. Shortly after, confirmed that the station had powered up successfully and the drawer was back online. The pharmacy staff verified that the issue was resolved and confirmed that the drawers were functioning normally. The system functioned as intended after the field service engineer assisted the customer to resolve the issue.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es, the drawer was not detected on the bus. The customer stated that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es, the drawer was not detected on the bus. The customer stated that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.